Event description:
It was reported that an ilet pump¿s touchscreen was found cracked upon waking, after which the pump was not functional and no longer watertight; the patient transitioned to back-up therapy with subcutaneous insulin via pens and a replacement device was arranged. Symptoms included hyperglycemia to 300 mg/dl for approximately 3 to 4 hours without loss of consciousness or other acute effects. Outcomes included temporary disruption of insulin delivery and the need to revert to multiple daily injections while awaiting device replacement, with continued cgm use via dexcom app or receiver. Investigation included customer interview, review of event details, and logistical assessment for replacement and device return. Investigation of this device revealed physical damage to the touchscreen component resulting in loss of device function and loss of water ingress protection, consistent with a broken screen. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from an undetermined external force.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.